Manufacturer narrative:
An investigation will be performed to determine the foreign material identification and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Event description:
It was reported that the catheter was used for approximately 30 minutes before it was pulled out of the patient and observed to have the area between electrodes peeling off. The customer completed the case with a new catheter. When the product was returned , the laboratory found some foreign material on the catheter, making the alert date (B)(6) 2011.

Manufacturer narrative:
(B)(4). Catheter was checked thoroughly and a yellowish foreign material was noticed in the tip section given the appearance of the electrodes to be peeling off. After removing the foreign material, it was confirmed that the electrodes were not peeling off. A ft-ir was carried out for the foreign material, and the conclusion was that the material composition is similar to biological tissue, similar to arteries or veins. The device history record was reviewed, it was identified that one piece was scraped; however DHR shows the piece was identified during the process prior the final inspection stage and documentation shows the scrap of this piece exists. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.